Event description:
It was reported that during reprocessing the da vinci si mega suturecut needle driver instrument wire was noted to come loose. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip cable was broken at the distal idlers and was found hanging loose at the distal clevis. The idler pulley spun freely and exhibited damage around the edges. Some mechanical indentations were found around the edge of the distal idler pulley. The cable segment stuck out at the wrist approximately .4770 in length. The other cables at wrist were undamaged. Engineering also found a deep scratch on main tube at the distal end exhibiting light material removal and a rough surface finish. The scratch was small and not axially aligned with the tube. The evidence was inconclusive but the damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.